Manufacturer narrative:
E1: patient's city: (B)(6). Patient's country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient faced a bent cannula event leading to high blood glucose level of 400 mg/dl and high ketones. The patient tried to treat it with insulin pump. Also, the patient felt sick and weakness. Therefore, the patient was hospitalised on (B)(6) 2024 with blood glucose of 483 mg/dl. The patient stayed in hospital for 48 hours. During hospitalization, the patient received fluids of insulin, intravenously as corrective treatment which resolved the issue company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.